Event description:
The core universal driver was returned to stryker instruments for service. During functional testing by a service technician, it was found that the reverse trigger would not hold in safe mode. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The failure was confirmed by the repair technician through functional evaluation, disassembly, and visual inspection. Upon disassembly for visual inspection it was found that the trigger was worn. Wear may limit the design function of the device causing the failure. The trigger assembly was replaced. The device was returned to stryker stock after passing final inspection.

Event description:
The core universal driver was returned to stryker instruments for service. During functional testing by a service technician, it was found that the reverse trigger would not hold in safe mode. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.